Event description:
It was reported that the patient had an ambicor penile prosthesis placed in 2009. In the last 6 months there has been loss of stiffness and support of the prosthesis, making sexual intercourse impossible.

Event description:
It was reported that the patient had an ambicor penile prosthesis placed in 2009. In the last 6 months there has been loss of stiffness and support of the prosthesis, making sexual intercourse impossible. The device was removed.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, product analysis was able to confirm the reported inflation issues. Device history record review (DHR): the device history record review (DHR) of the manufacturing documentation was not performed as the serial/lot number for this component was not provided. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ambicor cylinders, pump and tubing were visually inspected and examined using a microscope. Both cylinders had wear at folds in the cylinder bodies. No leaks were found in either cylinder. Under microscope examination, it was observed that the tubing was worn down to the filament. Cylinder 1 had broken fabric threads and exhibited bulging when inflated by pressing the pump bulb. No damage was identified in relation to the pump. The identified broken fabric threads and bulge could affect the functionality of the device resulting in the reported inflation issue. Labeling review: a review of the device instructions for use (IFU) was completed and did not review any evidence of device off-label use or failure to follow instructions. Investigation conclusion: based on this investigation, the investigation conclusion code of cause traced to component failure was chosen based of the failure with the ambicor cylinder that identified a bulge with broken fabric threads that would affect the functionality of the device.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that, based on analysis results, the reported inflation issues were confirmed. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The cylinders, pump and tubing were visually inspected and examined using a microscope. Both cylinders had wear at folds in the cylinder bodies. No leaks were found in either cylinder. Under microscopic examination, it was observed that the tubing was worn down to the filament. The first cylinder had broken fabric threads and exhibited bulging when inflated by pressing the pump bulb. No damage was identified in relation to the pump. The identified broken fabric threads and bulge could affect the functionality of the device resulting in the reported inflation issue. Device history record review (DHR): the device history record review (DHR) of the manufacturing documentation was not performed as the serial/lot number for this component was not provided. Labeling review: a review of the device instructions for use (IFU) was completed and did not review any evidence of device off-label use or failure to follow instructions. Investigation conclusion: based on this investigation, the investigation conclusion code of cause traced to component failure was chosen due to the identified cylinder bulge with broken fabric threads that would affect the functionality of the device.

Event description:
It was reported that the patient had an ambicor penile prosthesis placed in 2009. In the last 6 months there has been loss of stiffness and support of the prosthesis, making sexual intercourse impossible. The device was replaced.